Event description:
It was reported that the user experienced elevated blood glucose readings on the ilet pump shortly after changing tubing, and they were advised to allow time for the system to bring glucose back into range; the user noted the prior cannula appeared intact and the cause of the hyperglycemia was unclear. Symptoms included hyperglycemia. Outcomes included no reported injury and no hospitalization. Investigation included user support guidance and follow-up to confirm return to range. Investigation of this case revealed no confirmed device malfunction, with the cause undetermined. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.